Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011 the bipolar capture threshold of the right ventricular lead rose from 2.0 v, 0.4 ms to 4.0 v, 0.4 ms. A pericardial effusion was diagnosed and microperforation was suspected. On (B)(6) 2011 the threshold was 2.75 v, 1.0 ms and impedance 1400 ohms. A pericardio-centisis was performed. Impedance subsequently decreased to 1000 ohms. The patient has a history of pleural and peri-cardial effusions. The patient will be monitored.